Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; oth pain (hips); diff bowel; incont not pres; rec incont. Nonsurgical treatments: on (B)(6) 2016 the patient commenced pain medication: panadol forte, panadol osteo and normal panadol for the treatment of: for back and hip pain. Treatment duration: 3x 4 times a day when necessary. On (B)(6) 2019 the patient commenced other medication (please specify): lipitor for the treatment of: blood pressure . On (B)(6) 2019 the patient commenced other medication (please specify): perindopril for the treatment of: high blood pressure.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.